Manufacturer narrative:
We have not completed our investigation of this event. Upon completion, we will submit a follow-up emdr report.

Event description:
On 27-nov-2025, a field service engineer (fse) reported that damage to a torque seal during planned maintenance (pm) on a spectral CT 7500 system ((B)(6) product number 72833) at asahichuo general hospital in japan. The system was not in clinical use at the time and there was no harm to the user, a patient or bystanders. During inspection, 13 of the 15 screws inspected were found to be correctly torqued to design specification. Engineering found the remaining 2 screw heads were under torqued (12nm), moved approximately 20-30 degrees and were not correctly tightened to design torque. The screws were corrected by re-applying the correct design torque during the torque check process. As a result, an issue impact assessment was completed on 10-dec-2025 to assess the risk for this issue and indicated a remote probability of resulting in serious adverse health consequences but not likely to result in medically reversible or transient adverse health consequences. Philips has started an investigation into this event.

Manufacturer narrative:
Philips previously reported damage to a torque seal during planned maintenance (pm) on a spectral CT 7500 device. The system was not in use at this time and no report of patient harm or injury. During inspection, the field service engineer found 13 of the 15 screws inspected were found to be correctly torqued to design specification. Engineering found the remaining 2 screw heads were under torqued (12nm), moved approximately 20-30 degrees and were not correctly tightened to design torque. The screws were corrected by re-applying the correct design torque during the torque check process. Philips has investigated the reported screw heads not torqued to specification (12nm) on the spectral CT system. Broken or loose screws cannot be expelled and will remain contained within the gantry. The presence of loose or broken screws allows movement between components, generating abnormal acoustic noise during system rotation. This issue is not indicative of a systemic manufacturing defect, as current production process controls for screw torque are confirmed to be within specification. Refer to recall (z) number for additional information related to this allegation.